Event description:
It was reported that balloon rupture and stent inadequate apposition occurred requiring additional intervention. The target lesion was located in the left main coronary artery (lmca). A 4.00 x 8mm synergy megatron drug-eluting stent was advanced and placed in the lesion. However, during the first inflation of the stent balloon, the balloon burst and the stent was partially opened. The stent catheter was retrieved but the stent remained in the lmca. A second stent was advanced inside the synergy megatron to finish its deployment and completed the procedure. There were no patient complications reported.